Event description:
It was reported by the customer's biomed that a pin from the standard paddle assembly broke off inside of the therapy connector assembly. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control provided customer with the part number and ordering information for a replacement therapy connector and paddle assemblies. The customer later confirmed that they had ordered and was shipped a replacement therapy connector assembly for the device. The device was not returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.